Event description:
According to the reporter, in a laparoscopic sleeve gastrectomy, when stapling the stomach, there were firing issues with three handles and three reloads. The first handle and reload did not fire. The handle could not be squeezed. A second handle and a new reload was able to fire proximal staples but the rest were incomplete. There was also poor staple formation. The stapler jammed. The staple line was fixed by suturing. A leak test was done using a sealant patch hemostatic material. A third handle was used with another reload but the device also did not fire. The device jammed with the tissue. The stapler was tested outside of the cavity and the device still would not fire. The surgeon tried firing with another reload, still outside the cavity, and the device was able to fire. Another reload was loaded and was able to staple the stomach successfully. A black reload was tested with the third handle on the resected tissue at the back table. The reload was did not fire on the tissue but fired when tested without the tissue. It was stated that all three staplers were jammed with the tissue. The devices locked and took multiple tries to be unlocked. There was tissue loss and tissue damage. The procedure was extended for more than 30 minutes. The patient¿s hospital stay was extended. The hospitalization was extended due to the need for a gastrografin upper gastrointestinal study to ensure no leak at the sleeve gastrectomy staple line due to the staple line concern. The patient delayed their oral intake for the second day and dye study was at endoscopy department.

Manufacturer narrative:
New information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the instrument did not fire and locked on tissue. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in a laparoscopic sleeve gastrectomy, when stapling the stomach, there were firing issues with three handles and three reloads. The first handle misfired. A second handle and a new reload was able to fire proximal staples but the rest were incomplete. There was also poor staple formation. The stapler jammed. The staple line was fixed by suturing. A leak test was done using a sealant patch hemostatic material. A third handle was used with another reload but the device also did not fire. The device jammed with the tissue. The stapler was tested outside of the cavity and the device still would not fire. The surgeon tried firing with another reload, still outside the cavity, and the device was able to fire. Another reload was loaded and was able to staple the stomach successfully. A black reload was tested with the third handle on the resected tissue at the back table. The reload was did not fire on the tissue but fired when tested without the tissue. It was stated that all three staplers were jammed with the tissue. The devices locked and took multiple tries to be unlocked. There was tissue loss and tissue damage. The procedure was extended for more than 30 minutes. The patient¿s hospital stay was extended. The patient delayed their oral intake for the second day and dye study was at endoscopy department.

Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap (lot#p3h0815); egiaustnd, egiaustnd endogia ultra univ std stap (lot#p3h0815); egia60axt, egia60axt egia60 artic extra thicksulu (lo t#n1k0882y); egia60amt, egia60amt egia 60 artic med thick sulu (lot#n2g0560y); egia60amt, egia60amt egia 60 artic med thick sulu (lot#unknown); egia60axt, egia60axt egia60 artic extra thicksulu (lot#unknown) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.